Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16634.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the battery charge light was not blinking. The field service engineer (fse) resolved the issue by replacing the power management pcba in accordance with active field change order (fco). The fco implementation resolved the issue. The fse reported the device was out of use at the time the issue was found and no reports of user harm/injury. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Battery issue, unknown if in patient use at time of event. No reports of patient o user harm/injury.